Event description:
It was reported that during surgery for an open reduction internal fixation of the supracondylar humerus, while the surgeon was inserting a 4.5mm partially threaded cannulated screw (214.534) into the patients bone, the screw thread stripped off and the screw broke at mid-shaft. Patient was revised to a different 4.5mm cannulated screw. It was reported that surgeon chose another screw that was available in the or and completed the surgery with no extension of surgical time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data-product inadvertently misplaced. If product is found the complaint process will continue where it left off. Placeholder.